Event description:
Tip of PICC guidewire broke off during guidewire removal following PICC insertion under fluoroscopy. Guidewire removal met with resistance, tip was frayed/curled upon removal. Chest xray revealed 1.7 cm linear foreign body in right lung base consistent with PICC with PICC guidewire, fragment likely in peripheral branch of pulmonary artery. Additional information: patient is not exhibiting any symptoms. Facility is unsure if embolized component was removed but believes it to be unlikely. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rex12002 showed no other similar product complaint(s) from this lot number.